Manufacturer narrative:
User reported an event where they were instructed by their doctor's office to go to the ER due to low hemoglobin levels after completing lab tests. The event happened on (B)(6) 2025 at 10:30 pm est. According to the user, after the tests, the doctor's office contacted them to inform them of their low hemoglobin levels and recommended they go to the ER. At the time of the call, the user was feeling fine. The event was not related to the use of eversense 365 cgm system, nor related to diabetes. The user received blood transfusions and iron as treatment at the hospital. The user was not prescribed medication. This case was created for documentation and reporting purposes, which does not require additional investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where they were instructed by their doctor's office to go to the ER due to low hemoglobin levels after completing lab tests. The event happened on (B)(6) 2025 at 10:30 pm. The event was not related to diabetes. The user received blood transfusions and iron as treatment at the hospital. The user was not prescribed medication.